Event description:
The account alleges that during an embolization procedure of the left internal iliac artery for an evar procedure, the catheter tip detached while within the vessel. The tip was retrieved with a snare. The catheter was used as a passage for delivery of the embolics. It was inserted into the left common femoral artery and brought retrograde through the left external iliac artery. The left eia had tortuosity but no calcification.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed; however, the root cause is not established. It was noted that the incident description stated that the device was used as a parent catheter and a delivery catheter was passed through it. This would be considered an off-label usage. The impress IFU indicates the device is used to visualize the vascular system of target body parts. Used to inject contrast media into ducts or peripheral blood vessels. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.